Event description:
It was reported that the asymptomatic patient's lead exhibited high impedance. The lead remained implanted. The lead would continue to be monitored. The high impedance was previously reported in 2017865-2014-18111.